Event description:
It was reported that the patient got clogged up after 2 to 3 weeks of usage. But they are not sure if it was normal for that to happen or if it was the foley catheters or the pvc extension tubes that were causing the clogging, but the patient had to get it changed out after this happened. Per clarification mail received from the liberator on (B)(6)2022, it was unknown exactly where the clog occurred.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "poor interfaces with connections". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag ifus are found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the patient got clogged up after 2 to 3 weeks of usage. But they are not sure if it was normal for that to happen or if it was the foley catheters or the pvc extension tubes that were causing the clogging, but the patient had to get it changed out after this happened. Per clarification mail received from the liberator on (B)(6) 2022, it was unknown exactly where the clog occurred.